Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). D4 serial number is unknown. Date of event is estimated.

Event description:
It was reported that patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.